Event description:
Inadequate image when placing illiosacral screw into body of s1 vertebrae. Unable to visualize sacral foramen when placing screw. When re-checking placement with fluoroscopy unit screw had broached the first sacral foramen. Screw was re-positioned intraoperatively. Required prolonged surgical time to wait for second fluoroscopy unit and to re-position screw. Oec unit unable to visualize proximal femoral neck and head. Post-op CT scan indicates that hardware broached the anterior neck. Will require a return to or for second operation to remove hardware and add'l CT scan at a later date.